Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the patient had a capsular bag rapture and a vitrectomy procedure was performed to explant the intraocular lens (iol). The iol was replaced with a 3 piece lens during the same procedure. Additional information was requested.